Event description:
A customer contacted beckman coulter inc. (Bec) to report a fluid leak under the internal wash buffer reservoir on the unicel dxi800 access immunoassay analyzer. The customer also reported to have received wash buffer to upper reservoir failure error message. The customer is unable to get the instrument to system initialize into ready. The customer wore personal protective equipment. No injury or exposure was reported.

Manufacturer narrative:
The customer did not question assays or patient results. On (B)(4) 201 a bec field service engineer (fse) was dispatched and found a defective wash buffer reservoir float sensor. Fse replaced float sensor and verified system performance to published specifications.